Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq1883 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, the patient underwent PICC catheterization due to the need of chemotherapy, and the catheterization was successful.the (B)(6) 2021 patients admitted to hospital fourth chemotherapy, 09:00 under aseptic operation to replace the PICC tube sticking, replacing sticking after infusion found that PICC tube catheter is a joint fluid seepage, to cut off the end of the catheter and replace the PICC tube exposed joints after infusion, 18:00 sealing pipe smoothly after the infusion, 09:00 infusion on (B)(6), it found that patients with PICC tube joint leakage from pipeline. Did not see exposed joint pipe, suspected pipe into the body, immediately report to the doctor and the head nurse \ division director. An urgent chest dr examination and cardiac ultrasound indicated that part of the pipeline entered the right atrium. After consultation with a cardiovascular physician, the patient was transferred to the department of cardiovascular medicine for interventional treatment according to the doctor's advice. At 10:20, the patient was sent to the interventional room for subcutaneous heart foreign body removal under local anesthesia, and all the pipelines were removed successfully without discomfort.